Manufacturer narrative:
The mvp-9q has not been returned for evaluation as it remains implanted in the patient; product analysis cannot be performed. This event is still under investigation; a follow-up MDR will be submitted once investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration after detachment. The patient was undergoing embolization of the splenic artery. Vessel diameter was 8mm. The mvp system was inspected prior to use without any issues noted. The mvp system was prepared as indicated in the IFU. It was reported that during the procedure, the plug was deployed and immediately migrated into a side branch (diameter 6mm). The plug remains in the patient. It is not known whether there were patient symptoms in association with this event.

Manufacturer narrative:
Date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. Evaluation codes - additional information. Additional manufacturer narrative - additional information. The mvp device will not be returned for analysis as it remains within the patient. Angiographic images were provided for analysis. Based in internal review of the images, the mvp did not appear to be well-apposed to the vessel wall post-deployment. No significant stasis was noted within the vessel around the device and beyond the vessel bifurcation. In addition, selective angiogram of the splenic artery confirmed that the device migrated distally. From review of the images, device malapposition and high rate of blood flow may have contributed to the migration of the device. Malapposition and device migration can be caused by not maintaining a continuous flushing, size selection relative to indicated vessel size, improper deployment steps and vessel tortuosity. It was reported a continuous heparinized saline flush was maintained during the procedure; the targeted vessel diameter (7-8mm) meets the recommended diameter of 7.0-9.0mm, and the device was deployed as per the mvp IFU (instructions for use). However, information regarding the patient¿s vessel tortuosity was not reported; therefore, could not be ruled out as a potential cause. The cause for the malapposition could not be conclusively determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. Manufacturing has been ruled out as a potential cause. Medtronic, inc. (If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: a continuous heparinized saline flush was maintained during the procedure. It was reported that during the procedure, the plug was deployed by unsheathing the plug from the catheter. The plug was confirmed to be open and allowed to sit in the vessel for 5 minutes before detachment. Immediately after detachment, the mvp migrated into a side branch (diameter 6mm). No attempts were made to retrieve the plug. The plug remains in the patient. Afterward, the procedure was completed using coils. The patient has not experienced any symptoms or complications as a result of the procedure.

Manufacturer narrative:
Event description - additional information. If information is provided in the future, a supplemental report will be issued.